Event description:
Employee finished delivering immunizations to a patient, engaged the safety mechanism on the bd eclipse needle, but was stuck with the contaminated device while disposing of it in the sharps container. Employee activated the safety device, but it did not fully engage. The employee was potentially exposed to bloodborne pathogens due to this faulty device. The employee has undergone post-exposure follow-up procedures, and her test results for exposure are clear so far.